Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed an issue with recognizing the cassette. There was no reported injury or adverse events reported.

Manufacturer narrative:
One cadd solis vip pump was returned with the tamper seal missing and a damaged lens. The sensor tests a functional test was performed to confirm the issue of the cassette not being recognized. The reported the issue was confirmed. The downstream sensor was found to be contaminated and there were signs of fluid intrusion. The downstream sensor will be replaced to resolve the issue.